Event description:
Additional information received from a manufacturer representative reported the patient's lung infection had healed and they were currently doing well. The patient had left the hospital in normal work and life.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported that the patient was implanted with dbs on (B)(6) 2016. On (B)(6) 2016 the patient went to the hospital for treatment of a pulmonary lung infection. Currently, they are still hospitalized and when they can leave the hospital is unknown. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.